Manufacturer narrative:
The device was received for evaluation and repair. The handpiece was not tested for heating as it was not running when it was received. Analysis of the device determined that the motor was stalling and there was foreign material built up on the rear bearings. The bearings and seals were replaced, and the foreign material removed. The device was repaired to manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device has yet to be returned for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a handpiece. It was reported that during use the motor heated and the blade would not spin; it would then make a grinding noise and start up. The hcp noted that they exchanged for a new handpiece and that the patient was fine.